Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. To note: the combination of the complained article number 4540008 and batch 22e25ged41 does not exist in sap-system, unable to review the batch manufacturing record. Summary and assessment: as no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. Bmi complaint management statement: device history record (DHR): reviewed the DHR for batch 22e25ged41 and article 4540008-07, there is no abnormality and no such defect detected at in process and at final control inspection. We have informed our manufacture accordingly and received the statement as follows: bmi received no sample and no picture for further investigation. Complaint to be forwarded to production. Root cause analysis: sample/s evaluation: final control flow rate report of affected batch 22e25ged41 was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between 1.67% and 6.40%. As no complaint sample was received, further investigation is not possible. There are some possibilities that can cause the sample empties faster than nominal time in actual application, such as one or combination factors of more than one as below: factor 1 temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 10 ml/hr to 11.8 ml/hr. Factor 2 folded outer shell (outer layer) folded outer shell (outer layer) will also act as the external pressure to elastomeric membrane and increase the flow rate of the product. Factor 3 external pressure external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Summary of root cause analysis: as no complaint sample was received, further investigation is not possible. Therefore, this complaint is considered as not confirmed. Cause: cause could not be determined. As no complaint sample was received, further investigation is not possible. Justification: not confirmed.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in netherlands: "overinfusion." According to the customer: "easypump runs in too fast. No samples available."